Event description:
It was reported that during a stent placement procedure, the stent was allegedly broken before deployment. It was further reported that the stent was unable to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent was completely deployed and missing while the inner catheter was protruding. The conversion tab was missing, the system was activated and the slider was displaced proximally. The delivery system seems it was operated normally. The condition of the sample doesn't match the reported event which leads to inconclusive evaluation results. Based on the information available and the evaluation of the returned sample, the investigation is closed with inconclusive result. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 6f introducer sheath. Insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the biliary stricture and into the duodenum". With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". H10: d4 (expiry date: 03/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.